Manufacturer narrative:
(B)(4).

Event description:
It was reported that the pt had experienced increased pain. The patient's pump was alarming on (B)(6) 2011. The next day, the pt went to the clinic and had her pump interrogated. A motor stall was confirmed and occurred at (B)(6) 2011 at 1206 with no motor stall recovery recorded. A tube set error was present on (B)(6) 2011. The pt was not exposed to any sources of electromagnetic interference. It was reported that the pt felt "different since pump stalled and is worried about pain level increasing" until she is able to have the pump replaced. The pt was managed with supplemental oral pain medications. The pump was replaced. The medications being delivered via the device system were bupivacaine, clonidine, and morphine.